Manufacturer narrative:
Stryker evaluated the device and verified the observed issue. Stryker replaced the device's hood to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the stryker loaner pool. Stryker further evaluated the removed hood and determined that the cause of the issue was due to a failed control panel.

Event description:
Stryker was performing an inspection on a stryker-owned loaner device and observed that the device's control panel was not working. As a result, the device may be unable to perform automatic CPR, if needed.' There was no patient involvement in this event.